Event description:
It was reported that: "had intubation with endotracheal tube for general surgery. Once surgery had commenced a cuff leak was noted by dr." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.